Event description:
It was reported that the patient experienced an episode of fvt (fast ventricular tachycardia). Two sequences of atp (anti-tachycardia pacing) therapy were delivered but the rhythm did not convert. A shock was then delivered per the programmed protocol. The shock changed the ventricular rhythm to a disorganized, irregular rhythm meeting the vf (ventricular fibrillation) criteria per the device. The patient then received six more shocks, which did not terminate the rhythm. All therapies were exhausted in the vf zone, but the rhythm eventually self-terminated to the patient's original state of an ap-bi-ventricular paced rhythm. The patient was awake during all therapies and questioned why the device was not working. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378, implantable pacing lead, (B)(6) 2004. A 5076-45, implantable pacing lead, (B)(6) 2004. (B)(4).